Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for seizures and low blood glucose. The blood glucose reading was 10mg/dl. Troubleshooting was performed. It was stated that the insulin pump delivered 10.0 units while the infusion set was changed. Reviewed the programming on the insulin pump and found that the fixed prime was set to 10.0 units instead of 0.3 units. It was stated that there is more insulin in the status screen than in the reservoir. No further info was provided.